Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the patient's rv lead exhibited noise which in turn stored non-sustained oversensing episodes. The noise could not be reproduced in the clinic. The physician decided to monitor the lead. No intervention or patient symptoms were reported.